Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported sensor glucose vs blood glucose event.  The sensor glucose was¿40 mg/dl, and the blood glucose value was 150 mg/dl which is outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether customer will continue to use the device and sensor will not be returned for analysis.